Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/05/2016 with the following findings: investigation revealed a cracked battery compartment. The pump powered on with intact auditory and vibratory featured to a blank display. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. Further technical analysis revealed a ¿language file corruption¿ failure. Unrelated to these issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 07/05/2016. Investigation revealed a cracked battery compartment and a blank display.